Event description:
The customer used the suspect device to check their blood glucose and obtained a result >400 mg/dl. They took 20 u of regular insulin and 40 u of nph insulin. They later were "seeing blue and couldn't move." An ambulance was called and they were taken to the ER. Their glucose was 64 mg/dl there and they were treated with for hypoglycemia. Level 1 and level 2 controls were in range on the system. The device was replaced and requested to be returned for evaluation.